Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5116182. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system red 68 reperfusion catheter (red68). During the procedure, the physician advanced the velocity and red68 into the target location to make the first pass. Next, while removing the velocity out from the red68 to initiate aspiration, the physician experienced resistance and broke the velocity in half into two pieces. It was reported that the physician was able to successfully pull and remove the broken velocity out from the red68. The procedure was completed using a new velocity and the same red68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.